Event description:
Information was received indicating that a new out of box cadd-solis vip, mdl 2120, pump exhibited alarming ?cassette latch is open and closed" with cassette. It was reported the pump was also alarming "latch closed and open" when batteries were installed and no cassette attached.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. The device passed all functional tests. No alarms popped up. Replaced the latch lock and latch lock flex as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.